Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection during evaluation revealed the pneumatic block wiring was disconnected from the main board circuit board. The wiring was reattached to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf192) related to the sensor board. There was no patient harm or serious injury reported as a result of this incident.